Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019 mr (B)(6) revised an attune knee replacement due to trauma resulting in a dislocated knee. It¿s thought the initial primary implant had been in situ for around 5 years. It was noted on removal of the tibial implant that no cement was found attached to the tibial component. Cement was present on the tibia. Components have been sent for decontamination, and will be returned for analysis.